Event description:
During the procedure the blue plastic on the device is melting. The report states there were small peices of the plastic on the edge of the wound that had to be cut away. There were no injuries reported as a result.